Manufacturer narrative:
Block h6: problem code 1437 captures the reportable event of fiber connector overheats. Block h10:investigation results the returned lighttrail reusable 270um laser fiber was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 307.2 cm from the end of the sma connector to the end of the exposed glass tip. The exposed glass tip measured 1 mm and appeared degraded. Examination under magnification confirmed the pattern of the tip was consistent with normal degradation. When connected to the laser console, the following message was displayed: "applicator has been used 7 times". Light from the sma connector was dim and distorted, indicating a fiber fracture within the connector. No other issues with the device were noted. The reported event was confirmed. The analysis of the returned device revealed a fiber fracture within the connector, leading to the reported overheating of the device. Additionally, the exposed glass tip was observed to have normal degradation. Fibers are consumable and meant to degrade with use. Light emitted from the sma connector was dim and distorted, indicating there was a fracture within the fiber connector. It is likely that procedural handling of the device contributed to the fiber damage within the connector. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6), 2020 that a lighttrail reusable 270um laser fiber was used in a lithotripsy procedure in the kidney performed on (B)(6), 2020. Reportedly, the laser unit used was an auriga xl laser console with laser settings of 300 millijoules and 18 hertz. According to the complainant, during the procedure, when the physician stepped on the foot pedal, a fire burned out and smoke came out from the connecting piece of the laser fiber. The fiber connector was hot to touch. Reportedly, there was no burn injury to the user or to the patient. The procedure was completed with another lighttrail reusable 270um laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 25, 2020 that a lighttrail reusable 270um laser fiber was used in a lithotripsy procedure in the kidney performed on (B)(6) 2020. Reportedly, the laser unit used was an auriga xl laser console with laser settings of 300 millijoules and 18 hertz. According to the complainant, during the procedure, when the physician stepped on the foot pedal, a fire burned out and smoke came out from the connecting piece of the laser fiber. The fiber connector was hot to touch. Reportedly, there was no burn injury to the user or to the patient. The procedure was completed with another lighttrail reusable 270um laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.